Event description:
The customer reports an issue when placing the PICC into the patient.the needle, guidewire, sheath introducer were inserted with no problem. Once the catheter was attempted at being inserted the customer states it "felt like pushing something into cement" and could not get it through. They tried a second time with another PICC from same lot# and the same thing happened. Again, there was no issue with wire, sheath introducer, or needle. The catheter is where they feel there is an issue.

Manufacturer narrative:
(B)(4). The customer returned various components for evaluation. The stylet was returned through the distal lumen and catheter body. The distal end of the catheter was separated. The points of separation appeared smooth, indicating the catheter was intentionally cut. Visual examination did not reveal any defects or anomalies. The separated portion of the catheter body measured to be 6.24" in length. The length of the remaining catheter body measured to be 16.7" which indicates the entire catheter body of 22.94" was returned based on product drawing specifications of 22.75-23". The outer diameter of the catheter body measured to be 0.071" which is within specifications of 0.069-0.074" per product drawing. The inner diameter of the returned sheath could not be measured as the sheath was fully peeled upon arrival. A lab inventory guide wire was able to pass through the returned catheter from both the proximal and distal end with minimal resistance. The guide wire was also able to pass through the separated portion of the catheter with minimal resistance. The returned catheter was flushed using a lab inventory syringe. No leaks or blockages were detected. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply undue force on guidewire to reduce the risk of possible breakage." The customer report of catheter resistance could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, functional, and dimensional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports an issue when placing the PICC into the patient. The needle, guidewire, sheath introducer were inserted with no problem. Once the catheter was attempted at being inserted the customer states it "felt like pushing something into cement" and could not get it through. They tried a second time with another PICC from same lot# and the same thing happened. Again, there was no issue with wire, sheath introducer, or needle. The catheter is where they feel there is an issue.